Manufacturer narrative:
Patient code (B)(4) also applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had headaches since they were implanted on (B)(6) 2017. Compatibility guidelines were requested for an MRI and the reported symptoms were related to the device or therapy. Additional information: information was reported according to the patient's doctor he has not done anything wrong and he is trying to blame it on the manufacturer and that there is something wrong with the manufacturer's equipment. The patient has had a headache since implant. Wednesday night the patient went to the hospital ER because of headaches. Patient shut off stimulator and had MRI. They originally thought maybe patient's spinal cord was nicked. Caller stated patient can't lay on back. After MRI they said there was no spinal cord leakage but they could not get a good image because patient could not stay still because of the pain in head. The manufacturing representative (rep) came to hospital wednesday night and tried to adjust the machine so the shocks wouldn't be there. Caller stated patient has been getting shocks since implant. Caller stated headache started since implant and started small and has progressed to the point where there is a jackhammer in the head. The patient was at the hospital to try to fix the equipment that is giving patient shocks down the leg. Since the implant the patient has had massive headaches. The hospital thinks there is something wrong with the stimulator. A doctor has been contacted and put patient on anesthesia to take care of pain. Caller stated the doctor thinks something is malfunctioning with the stimulator. Caller stated patient is currently under care of neurologist. Caller stated they will not do another MRI because they feel like it is something with the stimulator. No further complications were reported. No additional patient symptoms were reported. Additional information: it was reported after "reading the battery it was determined there were no impedances, battery was fully charged and it was functioning normally. After discussing with the doctor a plan the rep tried manipulating parameters to low density to better fit the patient's needs and stop the shocking as well but even at low pulse width and rate he went from not feeling any stimulation to an immediate shocking down his leg. It was determined to turn off stimulator to help with shocking and to let some time go by and then to try and revisit programming at a later date by the physician. No further information was reported.